Event description:
Customer reported that the numbers began to scroll without input during a bolus. The blood glucose reading was 144 mg/dl. Customer removed the battery and later replaced it, and then received a button error alarm. Nothing further was reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm, number ramping anomaly or scroll bar anomaly was noted on the display. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.